Manufacturer narrative:
(B)(4). (B)(6). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a 3l eva bag leaks. It is unknown during which process step this event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: a review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up report will be submitted.